Event description:
It was reported that the external pulse generator would not turn on, that when the "on" was pressed the system would shut down. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the unit would not turn on. Analysis did find that the upper and lower cases were broken and contaminated, that the battery release, knobs, printed circuit board screws, release spring, battery drawer and encoder flex were contaminated, the ring, side bail covers, ring, three case screws and side bails were missing, the lead flex cover was broken and corroded, the main seal was damaged, the battery contacts were compressed and contaminated, the liquid crystal display (lcd), main printed circuit board (pcb), heart lead flex and battery flex were corroded and the lcd was missing pixels. It was further noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).